Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red/purple and open skin irritation on his back. There was no alleged device malfunction contributing to the irritation. The patient applied neosporin and a band-aid to the irritation. Additionally, the patient's physician prescribed an oral antibiotic. Follow up indicated that the skin irritation improved.